Event description:
Dr. (B)(6) revised a triathlon knee for pain. The patient required removal of the triathlon knee components as it was reported that the patient was experiencing pain and replacement with triathlon ts components. The surgeon performing the revision surgery had not done the primary surgery and thought that the primary surgery and implantation of the primary triathlon knee was approximately 8 years ago.

Manufacturer narrative:
An event regarding pain involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. However, photographs of the explanted liner taken at the hospital show wear marks and a yellowish discoloration after over 12 years in vivo. -medical records received and evaluation: the records provided were rejected for medical review as the clinician cannot confirm event description and needs operative reports for a meaningful evaluation. -device history review: review of the device history records indicates the lot was manufactured and accepted into final stock on 28-mar-2008. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Conclusions: a CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) revised a triathlon knee for pain. The patient required removal of the triathlon knee components as it was reported that the patient was experiencing pain and replacement with triathlon ts components. The surgeon performing the revision surgery had not done the primary surgery and thought that the primary surgery and implantation of the primary triathlon knee was approximately 8 years ago.

Manufacturer narrative:
The following other devices were also listed in this report: unknown triathlon left cr femur, unknown size 3 triathlon baseplate. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the investigation results will be submitted in a supplemental report.